Manufacturer narrative:
The device was received for evaluation. The complainant's event was confirmed. Visual inspection revealed both devices have a broken needle point. Function test could not be performed on the needle. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant top this event. The most likely cause of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement has been placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle to pass to a different area. This is the first complaint of ths type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that during a rotator cuff repair, the needle tip broke off in the patients' cuff. According to the reporter this happened twice. The surgeon completed the case with an ar-13990n. Both needles remain in the patient. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.